Event description:
It was reported that restenosis occurred. The stenosed target lesion was located in the right coronary artery (rca). Treatment with agent drug coated balloon (dcb) was completed on (B)(6) 2025. On (B)(6) 2025, restenosis was noted and was treated with balloon. Patient was doing ok.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information and device status, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.